Event description:
Healthcare professional reported "hair inside the sterile packaging for the saline implant fill tubing". This is for an unknown saline breast implant accessory. Device was not used, not implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ hair/fiber on implant: not observed but in waiting to return the device in the laboratory. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b3, d4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device contaminated.

Event description:
Healthcare professional reported "hair inside the sterile packaging for the saline implant fill tubing". This is for an unknown saline breast implant accessory. Device was not used, not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: hair/fiber on implant: observed fiber inside sealed fill tube package assessed as workmanship. No other observations observed, a further investigation cannot be requested for the event of fiber inside fill tube package as no lot number is reported.

Event description:
Healthcare professional reported "hair inside the sterile packaging for the saline implant fill tubing". This is for an unknown saline breast implant accessory. Device was not used, not implanted.